Event description:
Used ocusoft eyelid scrubs and my eyes swelled up and the product caused impaired vision and blurry vision. My skin swelled around my eyes for over 3 days now. Refer to additional documents in i2k.